Event description:
It was reported prior to starting a da vinci si procedure that the prograsp forceps instrument had frayed wires at the distal end. The instrument was not used. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed frayed wires at the distal end. For clarification, they were broken pitch cables. Both pitch cables were broken at the distal clevis hub. Both cable segments that contain the crimp were still installed in clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.